Event description:
Report for pt 2 of 2: >900 seconds displayed on hemochron signature elite / act+ system post initial heparin bolus of 6700 u. Two hundred and thirty-one seconds when assay subsequently repeated at unspecified time. >700 seconds post 2nd bolus of 4400 u. "Sample too small", sample too large" error messages, and >700 seconds displayed for subsequently repeated assays at unspecified times. Pt baseline and therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR evaluation / investigation pending additional info from consumer. Method, results, conclusions: MFR evaluation / investigation pending additional info from consumer.